Event description:
Report received of a non-delivery of unspecified IV fluid. It was reported that a pt in the emergency room was receiving an unspecified IV fluid at 250ml/hour. According to the report, the pump display read that 250ml was delivered, but that nothing had infused from the bag. It was reported that the tubing appeared to be loaded correctly, but was extremely "chewed up". The pump was removed from clinical service and sent to the biomedical dept. There was no reported adverse pt event. Though requested, there was no further info available.